Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device the reported event could not be determined. The center reported that the patient presented with lightheadedness, abdominal bloating, and multiple pi events. Review of the submitted log files confirmed frequent pi events on (B)(6) 2020. The center reported that the pi events were attributable to the patient having acute on chronic left ventricular systolic failure with volume overload and hypertension. The patient¿s antihypertensives and diuretics were adjusted and they were discharged. The patient remains ongoing on vad support and no further related issues have been reported. Heartmate 3 lvas IFU lists hypertension as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Pump speed, power, flow, and pi are addressed in introduction section. The system monitor section of the IFU explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was light headed, had abdominal bloating and numerous pi events. Upon review of the log files, technical services observed pi events on (B)(6) 2020. The cause of the pi events was attributable to acute on chronic left ventricular systolic failure with volume overload and hypertension. His antihypertensives and diuretics were adjusted and he was discharged.